Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her daughter. The device allegedly gave readings that were 3.2 degrees lower than the patient's actual temperature. The child was taken to a doctor and a fever was confirmed. No adverse event occurred, and there were no complications from this incident, and the patient is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.